Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the "that the pump she has currently, is over-delivering". The initial reporter stated the pump is programmed with a 600ml dose and a 70ml/hr rate, but only pouring in 312ml formula in the bag and is receiving 'dose done' and 'no flow in' alarms when the dose is complete. Caller claims that the pump delivers in 2 hours and could potentially cause harm to her child. Mmdg followed up with the initial reporter, but no further information was provided. (B)(4).

Event description:
The initial reporter stated that the "that the pump she has currently, is over-delivering". The initial reporter stated the pump is programmed with a 600ml dose and a 70ml/hr rate, but only pouring in 312ml formula in the bag and is receiving 'dose done' and 'no flow in' alarms when the dose is complete. Caller claims that the pump delivers in 2 hours and could potentially cause harm to her child. Mmdg followed up with the initial reporter, but no further information was provided. Complaint: (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. There was no indication that the complaint occurred as reported. Based on this information, no MDR would have been required.